Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a scope communication error (b30) along with a grainy image. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Corrected field: h11. The customer contacted olympus technical assistance support (tac). Removal and reseating of the maj-1941 (light source cable) cable between clv-190 (xenon light source) and cv-190 (video system center) resolved the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, and since the device not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.